Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a proximal biceps tenodesis surgery while inserting the button the grub screw broke off. The remained inside the button. The surgery was finished successfully and it was not necessary to switch the surgical technique or do a second surgery.